Event description:
The customer reported that the ventilator alarmed with back-up alarm failed error. The customer reported there was no patient involvement.

Manufacturer narrative:
Failure analysis on the returned motor controller (mc) board shows that the motor controller (mc) pcba was tested and no failures were identified. The 1104 error code could not be duplicated.

Manufacturer narrative:
Updated.